Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins recharger (insr) has poor recharge coupling with fluctuating coupling bars and was emitting a buzzing noise. The patient stated that coupling starts at 6 bars and then diminishes until reaching 0 bars. A replacement insr was sent, and patient reported that it had not resolved the recharge coupling fluctuation issues. The patient was sent another replacement ins recharger (insr). No patient symptoms or additional device complications were reported with this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.